Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-product analysis:the device was returned and evaluated by product analysis on 09/23/2015 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a frequent persistent occlusion alarm issue. It was reported the patient's blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.